Event description:
A report was received that the patient was having frequent ipg charging. It was believed that due to the number of years that the ipg had been implanted, the physician concluded that it could no longer hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging. It was believed that due to the number of years that the ipg had been implanted, the physician concluded that it could no longer hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.